Manufacturer narrative:
(B)(4). Investigation / evaluation: no product was returned; however, a photo image was provided to assist in the investigation. During the course of investigation, a review of the manufacturing instructions, quality control (qc) and specifications was conducted. Per specifications, there is a confirmation of the correct sideport size and placements. It is also verified the sideports are clean and free of excess material. Based on the photo image, the device appears to have knotted itself after placement, potentially due to unusual physiology of patient. A review of records for the past three years revealed only 1 complaint on 1 device that has resulted in this specific effect. Without the return of this complaint product and based on the information provided, we are unable to determine the root cause for the experienced difficulty. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints.

Event description:
The feeding tube knotted itself while in situ. The tube feed was unable to be initiated, so the staff, with great difficulty, pulled out the trigger tube. It was found to have a knot at the distal end. Another tube was placed and the patient was successfully fed after that. The patient recovered from a long ICU stay and was transferred out to the ward a week or two later. There were no other issues to follow in relation to the knotted tube, other than the delay to feeding, discomfort of removal of tube in question and re-insertion of new one, and additional imaging to confirm placement. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The feeding tube knotted itself while in situ. The tube feed was unable to be initiated, and so staff, with great difficulty, pulled out the trigger tube. It was found to have a knot at the distal end. Another tube was placed and the patient was successfully fed after that. The patient recovered from a long ICU stay and was transferred out to the ward a week or two later. There were no other issues to follow in relation to the knotted tube, other than the delay to feeding, discomfort of removal of tube in question and re-insertion of new one, and additional imaging to confirm placement. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.